Event description:
A nurse reported that a patient experienced vitreous loss and an ophthalmic console had little aspiration during cataract surgery due to which the procedure was altered. The surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections in d.4 and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a patient experienced vitreous loss and an ophthalmic console had little aspiration during cataract surgery due to which the procedure was altered. The surgery was completed on the same day. Additional information received indicated that patient experienced posterior capsule tear.

Event description:
Additional information received indicated that patient experienced posterior capsule tear.

Manufacturer narrative:
Corrected information provided in section b.5 and additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.